Manufacturer narrative:
Reference ID: (B)(4). Digitaldiagnost r3.x is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. For proper patient positioning and support, the patient can be placed on the so called stitching patient support or stitching stand (9890 010 87432), a platform with two handles that the patient can hold on to during the examination. For the ease of use during transportation, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and a brake cylinder. It has to be folded up and fixed by a hook for transportation, e.g. From one room to another. Field service engineer (fse) performed analysis and concluded that there was a failure during system use. The gas spring fell off and the foot board dropped to the floor. The gas spring to the floor stand needs to be reattached. The fse reattached gas spring to floor stand and tested that the gas spring is remaining in place. The gas spring fell off due to incorrect usage leading to wear and tear at the connecting section with the structure of the stitching stand. This results in loosening of gas spring assembly making the footstand to fall down. Based on the information available and the testing conducted, the cause of the reported problem was wear and tear and use error. The reported problem was confirmed by the customer.

Event description:
It was reported that during preparation of examination, the stitching support footstand fell down as the gas spring assembly came off. There was user impact but no patient involvement. Additional information received that the footboard struck the user's lower leg causing scratches with bruising.